Manufacturer narrative:
Follow-up #1 date of submission 06/20/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the user settings show the pump was programmed with a 0.00u basal rate from 02:00 to 12:00 and then from 20:00 to 00:00. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period; no changes in the basal rate occurred during this time. The total daily dose adds up correctly to reflect the users programmed basal rates. There were no alarms related to the complaint in the black box or alarm history, only typical usage was observed. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. Investigators, were unable to duplicate the complaint during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.